Manufacturer narrative:
Investigation: bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for retraction issue with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. A full inspection of the spring and unit would need to be performed to identify a potential root cause.

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was a retraction issue delay. The following information was provided by the initial reporter. The customer stated "the needle only partially retracted. After collection and upon pressing the safety, the needle only partially retracted."

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: common device name: intravascular administration set. Medical device type: fpa. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was a retraction issue - delay. The following information was provided by the initial reporter. The customer stated "the needle only partially retracted. After collection and upon pressing the safety, the needle only partially retracted."

Event description:
It was reported with the use of the bd vacutainer® push button blood collection set there was a retraction issue - delay. The following information was provided by the initial reporter. The customer stated "the needle only partially retracted. After collection and upon pressing the safety, the needle only partially retracted."

Manufacturer narrative:
The following fields were updated due to correction information: d.3. Manufacturer name: becton dickinson infusion therapy systems inc. G.1.manufacturer location: becton dickinson infusion therapy systems inc. G.7. Type or report: follow up #1.